Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas regarding broken sensor wires 3 - 4 times since they started using a sensor about 2 months ago. On separated wire could not be found, and is presumably is stuck in the patients body.. There is no allegation of an infection, and no medical invention has been required. This complaint is being reported as a product component is missing and medical intervention may be required in the future.